Event description:
User facility medwatch received that stated: "a pt was being treated with IV doxorubicin liposomal. The rn accessed the pt's infusaport and began infusing normal saline via an infusion pump using a "primary set" with a backcheck valve. The rn attached the chemotherapy dose, using a primed secondary set. The infusion was started as ordered. After a short time, the rn noticed the chemotherapy dose, which is red in color, was infusing down the secondary set as it should, but was then flowing up the primary set, through the backcheck valve and into the drip chamber below the flush bag. A pair of hemostats was used to clamp the primary line above the secondary set attach-point, thus preventing any further flow up to the flush bag. The infusion was completed, and the entire tubing was discarded as one piece to prevent exposure". Upon further query, the following info was provided that indicated backflow of fluid from the secondary solution container into the primary drip chamber. The primary tubing set was being used to deliver an unspecified concentration of normal saline via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of doxorubicin liposomal. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary tubing's drip chamber. It was reported the nurse clamped the primary tubing set with "hemostats" and the doxorubicin delivery was resumed and completed. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
(B)(4). Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).